Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On (B)(6), a stent was placed via ercp. On (B)(6), a regular contrast CT scan confirmed that the tip had perforated into the abdominal cavity. The patient had no abdominal pain or fever, and the bile duct perforation was not noticed until a contrast CT scan was taken. On (B)(6), the stent was removed via ercp and a centry medical/niti-s supremo full-coverage stent 10mm x 7cm was placed. The procedure was completed after confirming that there was no bile leakage. Bile duct perforation. [Physician's comment]: the patient had no abdominal pain nor fever, and the bile duct perforation was not noticed until the contrast CT scan was taken. The niti-s supremo will be left in place for about 3 months and then plan to remove. After the stent migrated to the duodenum, it may have been pushed back into the bile duct for some reason and perforated. [Additional information]: 1 for all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact from the time the stent was placed until it was confirmed by contrast CT on (B)(6). 2 what was the target location for the stent? Common bile duct. 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. In the delivered box. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Piolax medical / seek master 0.025 inch. 5 was the wire guide lubricated prior to use? Yes. 6 was the device at the centre of the complaint inspected for damage prior to use? Yes. 7 was the wire guide inspected for damage prior to use? Yes. 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. 12 did the patient require any additional procedures as a result of this event? Yes. 13 what intervention (if any) was required? The defective device was removed by ercp, and a niti-s supremo full-coverage stent 10mm x 7cm was placed. 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Another day. 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 16 was a straightener used to straighten the stent? Yes. 17 (if any damages were confirmed prior to use) was the package damaged? No.

Manufacturer narrative:
Device evaluation: 1 x oacl-8.5-7 device of lot number: c2041491 involved in this complaint was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing record review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c2041491. A review of the manufacturing records for oacl-8.5-7 of lot number: c2041491 did not reveal any discrepancies that could have contributed to this complaint issue. Review of historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. As per the packaging insert, malfunctions and adverse events section: ¿using this product may cause the following failures and adverse events: significant malfunctions, migration /dislodgment of stent¿. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause for the tip of the stent perforating into the abdominal cavity is stent migration, which is a known potential complication. Migration can result from multiple factors. During ercp, the stent must be carefully selected and accurately positioned. Inadequate placement (e.g., the stent not being sufficiently anchored or the tip being positioned too close to a ductal wall or angulated segment) can predispose the stent to movement. Suboptimal deployment technique or failure to account for anatomical variations may also increase migration risk. Anatomical variations, such as a dilated bile duct or irregular ductal walls, may decrease friction or support for the stent, making it easier for the stent to migrate. When a stent migrates, the tip may come into direct contact with and apply pressure to the bile duct wall or adjacent tissue. Over time, this constant pressure can compromise the integrity of the duct wall, especially if the stent tip is rigid or sharp. Eventually, the stent tip may breach the duct wall and enter the abdominal cavity, as detected on CT. As reported the user used a 0.025 inch wire guide rather than the recommended 0.035 inch wire guide. As the wire guide was incompatible with the stent delivery system (e.g., too thin or too flexible), it might have affected stent positioning accuracy. The stent was initially placed successfully, and the perforation was only discovered a month later, suggesting delayed migration rather than immediate misplacement. While the wire guide choice might have had a minor influence, the more likely cause of the perforation may be due to delayed stent migration ¿ possible due to patient anatomy, insufficient anchoring . There is no direct evidence that the wire guide caused the perforation. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: confirmed quantity of 1 device, confirmed used. A definitive root cause could not be determined from the available information. A possible root cause for the stent tip perforating into the abdominal cavity is delayed stent migration which is a known complication, likely influenced by patient anatomy and insufficient anchoring. While a 0.025 inch wire guide was used instead of the recommended 0.035 inch guide, and this may have affected positioning accuracy, there is no direct evidence that wire guide selection caused the perforation. The event was detected a month after initial placement, further supporting delayed migration as the likely mechanism. Complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient suffered a bile duct perforation. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 04-sep-2025.